Manufacturer narrative:
(B)(4).

Event description:
Revision surgery of the left hip is scheduled for (B)(6) 2016. According to a phone call from the patient, she has had trouble for last 3 years. Patient has a large osteolytic lesion behind the acetabulum.